Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion. The director stated that during training priming the pump was not demonstrated due to limited time and that she will go back and re-train the nurse. The director stated that for future pump designs, a restart feature would be beneficial. There was no patient involvement. No additional information is available.